Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and dust/dirt contamiantion inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device and there is a evidence of water ingress on the blower and blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one instance of continue error (#193 err_usb_host_no_device) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed there was evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamination in the airpath.